Event description:
Medtronic received information that prior to use, this bio-console base had a battery failure. The customer used the instrument with ac power connected. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that after disassembling the unit, the battery was lower than 3v, 4v each and the battery did not last at all. After plug-off, it died right away. The customer wanted to use the instrument without ac power connected. The battery alarm worked correctly. The battery was not replaced after it was installed, so the battery has been used about more than 8~9 years.

Manufacturer narrative:
Device evaluation summary: the reported battery failure was verified during service. The issue was resolved by replacing the batteries x 2 (pn:66012). Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.